Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The patient thought the dose was 350 mcg. Per the patient, on monday of this week he had an MRI done on his back that was an hour plus. The MRI tech told him that if the pump got too hot to press the button. The patient stated, ¿well the pump did not get real hot but got real warm¿ and since monday he did not know if the pump was on and working because he was not getting any pain relief. He went to his healthcare provider¿s (hcp¿s) office today for an epidural shot and was told to call the manufacturer. It was reviewed that the patient should see his hcp to have the pump checked. The patient confirmed that he was not hearing a pump alarm and stated that he was to see his hcp again on (B)(6) 2021 for a pump refill and to receive a ptm (personal therapy manager).